Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure device') in an adult female patient who had essure (batch no. 624481, 624498) inserted for female sterilisation. The patient's medical history included pelvic pain and vulval irritation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy:). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number: 624481 manufacture date: 2007-05 expiration date: 2009-04. Lot number: 624498 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure device') in an adult female patient who had essure (batch no. 624481, 624498) inserted for female sterilisation. The patient's medical history included pelvic pain and vulval irritation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy:). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2021: medical record received lot number was added. Event "misplaced essure device" was added. Reporter information and medical history were added. Date of removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.